Manufacturer narrative:
The hill-rom technician found the connecting pin on the hi/low link was missing. This caused the bed to tilt into the reverse trend position and pull the patients epidural out. The epidural had to be replaced which could have caused a delay in care. The nursing staff noted no pain or injury to the patient. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Examine the pivot point fasteners semi-annually. Failure to do so could cause injury or damage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the missing connecting pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the user facility stating the affinity bed dropped into the reverse trend position causing the patients epidural to become dislodged. The bed was located in the labor and delivery department at the facility. This report was filed in our complaint handling system as complaint #(B)(4).